Manufacturer narrative:
It was reported that nagi stent's external flanges failed to open. As a result of analysis of returned device, the stent was deployed and returned with the delivery system. The stent was expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, based description "nagi stent's external flanges failed to open" and the returned stent in the state of being expanded, it is considered that the flare of the stent expanded somewhat slowly during the procedure due to the pressure and curve of the patient's lesion, so the doctor judged stent expansion failure. And then, it is assumed the stent expanded during shipment. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Patient underwent eus guided cystogastrostomy for walled off necrosis on (B)(6) 2023 while deploying the niti-s nagi stent its external flanges failed to open. Despite waiting for 24 hours, it did not open. Therefore, the metal stent was removed yesterday and replaced with plastic stents. We (distributor) have handed over the stent with supporting evidence.

Event description:
Patient underwent eus guided cystogastrostomy for walled off necrosis on 8.8.23 while deploying the niti-s nagi stent its external flanges failed to open. Despite waiting for 24 hours, it did not open. Therefore, the metal stent was removed yesterday and replaced with plastic stents. We (distributor) have handed over the stent with supporting evidence.

Manufacturer narrative:
It was reported that nagi stent's external flanges failed to open it was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.